Event description:
A physician was treating a recurrent prostate cancer. The pt was both a brachy failure and an external beam failure (6 years earlier). According to the physician and technical staff attending the procedure, at the end of the procedure no complications were seen and the pt was released from the hosp. Several days later, at follow up, irritation to the perineal skin was visible. The physician prescribed the pt with an ointment to treat the irritation. A couple days later, the pt was examined and the skin irritation appeared to be healing (minor skin burn). The pt was instructed to continue with treatment. The patient was admitted to the hosp three weeks post procedure with deterioration of the skin condition and required a skin graft. According to the physician's report to the co (oral report) following initial treatment and as the condition stabilized, the pt discontinued treatment on his own accord and consequently the condition deteriorated. The pt is now recuperating well and result of post treatment psa is below 0.1nm/ml.